Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed an extruded contact pad on one of the electrode prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken electrode wire on one of the contact pad. This is believed to have occurred during revision surgery. System lock was verified. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient's electrode array was reportedly not inserted into the cochlea. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.